Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of premature low voltage alarm was confirmed with the data retrieved from the system controller (serial # (B)(6)). The log file captured intermittent low voltage alarm events on november 15 that was related to fluctuating battery fuel gauge voltage signal when the power cables were connected to the 14v batteries/clips. The data value, prior to and post the alarm event, changed too quickly to suggest the 14v battery was depleting as expected. Electrical measurements of the underlying wires within both power cables did reveal conductor breakdown condition that has the potential to cause premature alarm. The resistance across the length of the wires increased/decreased when the power cables were manipulated. This increase resistance has the potential to affect voltage values and is consistent with the data captured in the log file. The power cables were delayered, and visual inspection revealed the underlying wires were intact and spiraled uniformly. The conductor breakdown appears to be related to the repetitive flexing of the power cables during use. It was noted there was green/blue fluid underneath the outer insulation of the power cables, which was an additional finding of a fluid ingress issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a battery power runtime issue where they ran a few hours shorter than normal. The drop in battery capacity occurred after a speed change. Therefore, the batteries were exchanged on (B)(6) 2021. However, the issue reoccurred on the new batteries despite being calibrated . The batteries lasted only 8-9 hours when they should have lasted 11-13 hours. The controller was exchanged on (B)(6) 2021 after it was recommended to do so to resolve the battery runtime. The problem resolved after product exchange.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged to resolve elevated power consumption.